Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: 19699741. Model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patients lead was exposed and was protruding out of the incision site.